Event description:
Tech prepped swanz ganz. Doctor (B)(6) inserted and proceeded to run it up via ivc to ra with balloon inflated in ra did not want to continue, so dr (B)(6) inserted a 0.021 diagnostic wire to use as assist. Shortly after this balloon popped. Just post removal noticed some of balloon missing form catheter. Reason for use: cardiac catheterization.